Manufacturer narrative:
Received one (1) 29cm probe. As received, the entire ceramic tip was detached (and not returned), and probe shaft was bent. The customer's reported complaint description of tip detached for shaft is confirmed. The device was returned with 29 cm shaft bent. The cable, cartridge and handle were intact. The ceramic tip was detached with the semi rigid center conductor, ceramic cylinder and end washer remaining. There are no signs of catastrophic thermal event occurring. The user described the removal of the probe from an ultrasound needle guide to not be smooth, the probe when in treatment area was repositioned applying unknown torque to device. The angle of the device inside the needle guide changed and when removing from needle guide the tip separated. The ultrasound guide needle is said to not be used often and is not described in the device dfu and not indicated as method of use. This complaint is not considered a manufacturing defect as the tip separated inside a needle guide and the device had unknown torque applied. Root cause for this event is likely handling damage to probe tip during device use, i.e. Application of lateral force which is cautioned against in device dfu. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the instructions for use, item number {14600973-01} which is supplied to the user with the solero applicators contains the following statements: "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. "The solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Event description:
A territory manager reported an end user experienced an issue when using a 29cm solero applicator. The solero probe was successfully inserted into patient abdominal cavity and was placed through a needle guide that is part of the ultrasound probe. The surgical assist described it as "a hole that guides the needle alongside the ultrasound probe to aid in placement". There were no issues sliding the solero probe through this hole, but the upon removal from guide hole, the entire white tip came off the steel shaft. Surgical assist said while they were able to slide the solero probe through the guide hole smoothly, they did have to adjust the angle of the probe to center it in the lesion, and that most likely put torque on the distal end of the probe. This caused the solero probe to not come out of the guide hole as smoothly and caused the tip to get separated from the shaft. They did not start the ablation with the first probe, so they were probably having trouble placing it in the first place. They do not use this ultrasound needle guide often. This solero probe and tip were retrieved from the patient with no harm caused and they were able to open a new solero probe and complete the ablation with that one. The patient did not experience any adverse effects or harm because of this incident. Additional information: probe was not tested prior to insertion. Dr. (B)(6) is very well trained in ablation but is transitioning from rfa to microwave ablation. This was his 4th case with the device.

Manufacturer narrative:
The reported device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).